Event description:
It was reported that a patient who has bad scoliosis and parkinson¿s disease had a pain pump put in. The patient stated "they don't like to do surgery on more then 33 degrees with scoliosis issues," and stated he found three people who would look at the patient, noting she was "75 degrees." The pump did help the patient until ¿she got to bad¿ and had to have the healthcare professional (hcp) to do a surgery on the patient¿s back. The hcp took the pain pump out to do the back surgery (B)(6) 2012. The reporter noted that before the patient got the pain pump the patient was bent over and in a lot of pain and was ¿one day away from having to be put in a wheelchair.¿ when the patient had the back surgery for the scoliosis on (B)(6) 2012 it ¿helped the patient tremendously.¿ the reporter was ¿pretty sure¿ the whole pump system was removed. The pump was used to infuse fentanyl and another unknown drug. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).